Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the papilla during a biliary dilation procedure performed on (B)(6) 2024. During the procedure, the balloon burst when it was inflated around 7-8 atm. The same problem occurred with the second hurricane rx dilatation balloon. The customer reported that no piece of the balloon detached inside the patient. The procedure was completed with a third hurricane rx dilatation balloon with a different lot number. There were no patient complications reported as a result of this event.